Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that bd needle eclipse it was reported by customer that the needle and luer lock popped off the syringe verbatim: rcc received a complaint via email. Email(s) attached. While pushing the plunger to administer a vaccine, the needle and luer lock popped off the syringe.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.